Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that pump stopped halfway through infusion and it did not alarm. The patient needed to be placed on a new pump and it delayed treatment. Although, it was reported that patient care was delayed it did not contribute to, or result in serious adverse impact to patient.